Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated the harmonic ace was not in an instrument collision. The chief surgeon also did not use other instruments to clean the adhered tissues on this harmonic ace. First, the excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. When this instrument was removed from the operating room of the hospital, it was not completely fractured. The tip end detached due to jolting during transportation. The procedure was completed with no reported injury.